Event description:
A customer reported an altitude alarm condition where insulin delivery was suspended despite the pump being within the validated operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, but insulin could not be resumed with the original cartridge. The customer was then able to load a new cartridge and resume insulin delivery without the alarm recurring. It was determined that the original cartridge did not vent properly, and the pump resumed normal operation. Additionally, the customer wasted several cartridges before and during troubleshooting.